Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during an artificial urinary sphincter (aus) implant procedure, an urethral injury occurred while dissection around the urethra was performed. The physician proceeded with the surgery and implanted the balloon and pump but not the cuff. The physician does not believe the device itself contributed to the injury. No additional patient complications were reported.